Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.